Event description:
It was reported that noise was noted on the right ventricular (rv) and right atrial (ra) leads. There was pacing inhibition noted on the right atrial (ra) lead only as a result of the noise being oversensing. No changes or intervention was reported. There were no patient consequences.

Manufacturer narrative:
Further information was requested but not received.